Manufacturer narrative:
Product complaint # (B)(4) a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional information received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, device property of none, device in possession of none. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Not available. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Not available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. What is the device returns status? Loc received device from customer on 18 mar and it¿s under export process. Nurse's finger is fine and can work normally. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date in 2022 and topical skin adhesive was used. The ampoule was broken when the nurse squeezed out the content from the ampoule. The nurse got hurt, but finger is fine and can work normally. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. The analysis results found that the device was returned for analysis. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.